Event description:
It was reported that the valve appeared to be stuck between pressure levels 0.5 and 2.5. The valve was explanted.

Manufacturer narrative:
The device has not yet been returned to the manufacturer.